Event description:
A cartridge change error was reported with the pump. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support, who guided them through inspecting and cleaning the pump components, including the cartridge and pneumatic tap area. The customer successfully loaded the cartridge onto the pump and resumed insulin.